Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient went to the doctor's office and was diagnosed with a infection. The pod site had discharged coming out from the infected area. For treatment, the infected site was cleaned and antibiotics were prescribed to be taken for 10 days. The pod was worn between 24 and 36 hours on the arm. The pod was discarded and the patient was discharged after a hour.